Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer continued to use pump for insulin therapy. The customer also had manual injection supplies available. There was no adverse impact to the customer¿s blood glucose level.